Manufacturer narrative:
(B)(4). The product in question was not returned for investigation. There is no indication that the device was not manufactured according to specifications. No harm to the pt, only the device deployment method was affected. A plausible root cause could be, that the release mechanism plug was damaged during shipping and/or handling of the packaged product. According to medwatch report on (B)(4) 2012 ("later the thumb screw head was found in the internal package in the trash"). The thumb screw was already damaged before the device was unpacked and used. Under section 9 "how supplied" in the instructions for use it is stated: "inspect the device and packaging to verify that no damage has occurred as a result of shipping. Do not use this device if damage has occurred or if sterilization barrier has been damaged or broken. If damage has occurred, do not use the product and return to cook." Monitoring of similar reports will continue.

Event description:
The physician advanced the device into the pt, unsheathed the device. It was then noticed the trigger wire mechanism was broke. The physician used mosquito hemostats to grasp the screw and was able to complete the procedure. No harm to the pt, only the device deployment method was affected. The packaging was then inspected and the broken pieces were found inside the packaging. This device broke prior to being prepped and flushed. Per medwatch report rec'd on (B)(4) 2012: "failure of the zenith tx2 taa endovascular graft deployment locking screw. The device was prepped in the prescribed fashion by removing the mandrel, peeling the split sheath, and flushing the lumens with 0.9% nacl and heparin 25 iu/ml. It was then advanced over a lunderquist guidewire and positioned in the aorta for deployment under fluoroscopy by physician. After deployment, the head of the thumb screw on the device that allows separation of the graft from the sheath was noted to have been snapped off at some point and time. If the graft could not be separated from the deployment sheath we would have had to convert to an open procedure. Later the thumb screw head was found in the internal package in the trash." The district manager present during the procedure stated it was device failure issue that the plastic screw enables deployment of the stent somehow broke off in the package as a segment remained in the sheath. The physician was able to get it deployed w/o any harm to the pt. From the info provided by the rptr, a foreign object did not have to be retrieved from the pt. No add'l medical procedures were required due this occurrence. The pt did not experience any adverse effects due to this observation.